Manufacturer narrative:
(B)(4). Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. However, a technical root cause could be excluded as the product was found to be within specifications.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A surgeon reported a patient with an overcorrection one day following refractive treatment of the right eye. One week later there was no change. Additional information received indicating the patient was happy with the outcome.